Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had blank display anomaly on their insulin pump. The customer's blood glucose level was reported to be 343.8mg/dl. It was reported that the customer had bumped the device against the door when the device began to alarm and display white and black screen. Troubleshoot was reported to be conducted, but the device did not react and remained with issue. It was reported that the device would be replaced and returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected white flashing lcd followed by an unexpected intermittent beep alarm due to cracked lcd controller. The insulin pump was received with cracked case at the reservoir tube lip, cracked battery tube threads, minor scratched lcd window and keypad overlay.